Event description:
It was reported that the programmer was "broken" and it was returned for service. Follow-up failed to obtain any further detail. There was no indication of patient involvement or complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the keyboard was broken. It was also noted that the keyboard case hinges were broken.